Manufacturer narrative:
Outcome to adverse events, date of event, implant date: estimated dates. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott medical affairs director and the reviewer stated that in this research article titled ¿afterload mismatch after mitraclip implantation: intraoperative assessment and prognostic implications, it is concluded that afterload mismatch, as assessed intraoperatively, is a risk marker of poor clinical outcome after mitraclip implantation in patients with impaired left ventricle function. The study population comprised 62 patients. Patients were followed for up to 24 months, with a mean duration of 18 ± 3 months. In total, there were 20 deaths and 21 hospitalizations for heart failure, as well as 32 patients with at least one major adverse cardiovascular events (mace). There is no patient specific information for these events but the reported rates are within the expected ranges for such high risk population with severe secondary mr (mitral regurgitation). Based on the information reviewed, and due to the limited information available (no specific information regarding the events), a cause for the deaths cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to patient deaths. Details are listed in the attached article, titled " afterload mismatch after mitraclip implantation: intraoperative assessment and prognostic implications,¿ please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attached: "afterload mismatch after mitraclip implantation: intraoperative assessment and prognostic implications¿na.